Manufacturer narrative:
(B)(4).

Event description:
It was reported "touchscreen and hard keys unresponsive". Additional information states the iab pump console was exchanged to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "touchscreen and hard keys unresponsive" is not able to be confirmed. According to the field service report, the issue was resolved after wiping off the residue on the display screen. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "touchscreen and hard keys unresponsive". Additional information states the iab pump console was exchanged to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".